Manufacturer narrative:
The ge service rep performed an onsite investigation. The service rep replaced a blown fuse. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system displayed a white screen and no image when performing fluoroscopic x-ray. No pt injury was reported.